Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced numbness, redness and swelling in the back area. The pt sees the hcp every six weeks. The hcp was aware of this issue. The pt's husband thought the pump was not working. The pt does not hear alarms with the pump. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.